Event description:
Boston scientific received information that during a routine follow up of the pulse generator (pg) device interrogation showed that no pacing therapy was available. The device had declared end of life (eol). Premature battery depletion was suspected. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned. Should the device be returned, this event will be updated and filed.